Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that when performing preventive maintenance, it was noted that the unit failed the pre-use check, and that the ventilation was erratic. The device pressure transducer was replaced and the issue was resolved. The replaced pressure transducer was not returned for investigation, nor was the ventilator device logs. Without having anything to investigate, it is not possible to establish the root cause of the detected error. Our conclusion into this reported issue is that the pressure transducer was faulty and that the replacement of this part solved the issue. The root-cause has not been established by this evaluation.

Event description:
Manufacturer ref.#: (B)(4).